Manufacturer narrative:
E1: initial reporter address and facility name: (B)(6). The device was received for evaluation. During evaluation, the upper and lower links do not recognize that the door is closed. The reported condition was verified. The cause of the condition was determined to be the lower aux. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device didn't recognize close door. No additional information is available.